Event description:
The manufacturer received information alleging a patient arrested and required cardiopulmonary resuscitation while a bipap avaps c series device was in use. The patient was transferred to the hospital by ambulance. The patient has since been discharged. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.